Manufacturer narrative:
The reported events of failure to capture, low lead impedance, r-wave amp variation, noise, and insulation damage were confirmed. As received a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue measuring 51.5 cm. Electrical testing found an internal short between conductors. Further testing found damaged inner insulation consistent with overtightened suture sleeve tie at 9.1 cm and 9.5 cm from the connector pin. The cause of the reported events was isolated to damaged inner insulation consistent with overtightened suture sleeve tie and the damaged outer insulation consistent with procedural damage.

Event description:
It was reported during a pre-discharge visit that the patient's right ventricular (rv) lead was not capturing. It was also noted that the rv lead exhibited low pacing impedance, variable capture threshold, r wave amplitude variation, and noise. The rv lead was explanted and replaced on (B)(6) 2021. During the explanting procedure, it was noted that the outer insulation of the rv lead had a hole. The patient was in stable condition before, during, and post procedure.